Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer got a battery cap due to an unexpected restart alarm. When the customer woke up the insulin pump had a blank display. The customer's blood glucose level during the incident was 291 mg/dl. The customer's current blood glucose level was 85 mg/dl. The customer declined troubleshooting for the high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for several days and no blank display anomaly noted. No damage found on the c13 lcd isolation tape noted. The insulin had cracked case at display window corners, cracked display window and missing the end cap sticker.